Event description:
The pt reported a reaction to his insulin infusion set 4-5 times over the past month. He stated, he has seen blood upon removal of the headset and has a spot at his site that looks like a hornet sting. He stated his site often aches and itches. The pt stated he is allergic to tegaderm and a previous infusion set he used. During troubleshooting, the pt stated he has changed soap in the last 2-3 months and has started taking aspirin for heart condition. He said he has gained some weight and his jeans often rub against his headset when he has his site in his leg and he is sitting down. A guide to infusion site mgmt along with courtesy adhesive remover, and a third type of infusion sets were sent to the pt. On follow up with the pt, he stated he likes the new infusion sets better, but is still getting a red spot at the insertion site. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.